Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pump issues, as this component was hard to squeeze but did inflate the cylinders. In-clinic troubleshooting did not resolve the issue, which led to a surgical intervention. During the procedure, the pump was removed and replaced. The new pump was connected to the existing cylinders and reservoir. After the procedure, the device was again performing as expected. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The pump was visually inspected and microscopically examined. Under microscope observation, contamination was found in the pump; therefore, it was not functionally tested. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available and analysis results, the factors that could have caused or contributed to the reported clinical observation of pump performance issues could not be identified.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pump issues, as this component was hard to squeeze but did inflate the cylinders. In-clinic troubleshooting did not resolve the issues, which led to a surgical intervention. During the procedure, the pump was removed and replaced, and plugged in to the existing cylinders and reservoir. After the procedure, the device was again performing as expected. There were no patient complications reported.